Event description:
It was reported to boston scientific corporation that the ptfe straight guidewire used during a ureteral stent placement procedure was reportedly too stiff and as a result, perforated the kidney. The perforation in the kidney did not require medical intervention and was expected to heal naturally without trauma or permanent damage. The kidney was noticed to be perforated when contrast leaked through the perforation site. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that the ptfe straight guidewire used during a ureteral stent placement procedure was reportedly too stiff and as a result, perforated the kidney. The perforation in the kidney did not require medical intervention and was expected to heal naturally without trauma or permanent damage. The kidney was noticed to be perforated when contrast leaked through the perforation site. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the ptfe .038 fixed core guidewire revealed no indication of a stiff or sharp distal tip section. The flexibility of the tip was normal and within specifications. All joints appear to be correct and intact by visual examination and by non-destructive testing. The device appears visually and dimensionally correct.